Event description:
Customer reports that during coronary artery bypass surgery, the needle would pull off the suture at the swage point. There are no repeated adverse consequences to the patient related to this event.